Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl. The customer administered manual injections. During troubleshooting with tandem's technical support, it was noted that there was insulin leaking from the luer lock. The customer believes it was most likely due to not tightening the luer lock properly. Also, it was noted that two boluses were not administered after breakfast and lunch. The customer's bg level was 380 by the end of the night. A follow up on (B)(6) 2015 indicated that the customer's bg level was back down within normal range and that the customer reported that the elevated bg may have been due to leaking at the infusion set site.